Manufacturer narrative:
Additional information has been requested and is currently not available. Trend analysis: could not be performed as no item number was available. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported that the patient underwent primary surgery with cls stem on an unknown date. On may 15, 2017 patient had revision surgery due to hip fracture with stem subsidence and it was found that loosening of cls stem proximally, but well fixed distally. Hence, the cls stem was removed and replaced. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, according to the information received, the device was discarded. Root cause analysis: root cause determination using dfmea (cls spotorno): metalosis, aseptic loosening due to fretting corrosion in the modular junction (taper connection). Possible: no product returned, cannot be excluded. Aseptic loosening due to insufficient primary and secondary stability due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Aseptic loosening (stress shielding) due to incorrect distribution of load due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening due to delamination of ha coating. Possible: it is unknown which implants was implanted and as no product was returned, cannot be excluded. Migration of stem short and long term, splitting of femur, improper initial setting of the implant due to rasp design doesn't correspond to the stem design (functionality). Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Migration of stem short and long term due to wrong stem design results in torsion, tilting, subsidence. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Loosening of ha particles. Third body wear due to ha coating adhesion on substrate insufficient. Possible: it is unknown which implants was implanted and as no product was returned, cannot be excluded. Loosening of ha particles: third body wear due to micromotion between stem and bone. Possible: it is unknown which implants was implanted and as no product was returned, cannot be excluded. Loosening of ha particles: third body wear due to impaction of stem during implantation. Possible: it is unknown which implants was implanted and as no product was returned, cannot be excluded. Aseptic loosening due to material not biocompatible. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Irritation, alval, aseptic loosening due to incompatible materials. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Aseptic loosening due to surgeon does not comply to surgical technique (early stability). Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Aseptic loosening, migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply to surgical technique. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Migration of stem short and long term, splitting of femur due to surgeon chooses wrong indications. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Migration/subsidence of stem short and long term, splitting of femur due to wrong size implanted (wrong size chosen). Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Root cause determination using dfmea (cls brevius): aseptic loosening of stem due to insufficient primary stability: stem is too short for fixation method. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Aseptic loosening of stem due to insufficient secondary stability: stem is too short for fixation method. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Aseptic loosening of stem due to insufficient primary or secondary stability due to antroverted and retroverted necks on a straight stem. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Aseptic loosening of stem or intraoperative bone fracture due to incorrect rasp/stem and awl/stem relationship. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Bone fracture due to intraoperative stem extractor is used as an inserter. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Inadequate connection strength, aseptic loosening due to inadequate impaction force due to impaction out of angle of neck taper or two connections. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Bone fracture due to impulse during stem insertion or too much press-fit. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Aseptic loosening of stem or femur fracture due to cls rasps and awl used to implant cls brevius stem with kinectiv technology's leads to wrong press fit of implant. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Aseptic loosening of stem due to surgeon does not comply to surgical technique. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Needs another implant due to damage of implant during insertion/assembly. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Aseptic loosening of stem or loss of kinectiv neck connection due to impaction force for implantation exceeds human capacity. Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Fracture of femur due to load transfer of implant in bone (short stem). Possible: it is unknown which implants were implanted and how. Thus, cannot be excluded. Aseptic loosening of stem due to laser marking not readable in normal lighting conditions use of wrong stem. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Aseptic loosening of stem, fracture of implant or wrong leg length due to surgical technique too complicated for surgeon leads to surgery failure. Not possible: a systematic issue with the surgical technique would have been detected as part of the issue evaluation assessment . Conclusion summary: it is known that patient bone fractured, possibly the bone fracture could have caused or contributed to stem susidience and proximal loosening. Neither the implant reference, lot numbers, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown cls hip stem (catalogue number unknown) on an unknown side on an unknown date and the patient underwent revision surgery on (B)(6) 2017 due to hip fracture, loosening and stem subsidence.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown cls hip stem generic(catalogue number unknown) on an unknown side (exact date not reported) and the patient underwent revision surgery on (B)(6) 2017 due to hip fracture, loosening and stem subsidence.